Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The repair of the iabp is ongoing, a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the screen of the cs100 intra-aortic balloon pump (iabp) flickers when the power is turned on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse confirmed that there was a connection failure of the cable between the video receiver board and the display. After the connecting part was cleaned and re-connected, the issue was resolved. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the screen of the cs100 intra-aortic balloon pump (iabp) flickers when the power is turned on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6, h10. The repair of this iabp unit has not started yet. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the screen of the cs100 intra-aortic balloon pump (iabp) flickers when the power is turned on. There was no patient involvement, and no adverse event reported.